Event description:
The customer initially reported chamber pumpdown failure. While on site the asp field svc engineer (fse) found the oil level low and "smoke" coming from the oil mist assembly. The customer stated that there were no physical complaints reported. The fse repaired the unit.

Manufacturer narrative:
The fse replaced the alcatel assembly upgrade. He ran a test cycle, the unit met specifications.